Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the physician, who reported that it was not necessary to exchange the iol, because it was posterior capsule opacification and it was resolved with a yag laser application.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported total opacification of an intraocular lens (iol) following an implant procedure. Additional information was received that approximately six years following the implant procedure, the patient is experiencing low visual acuity and total iol opacification. Additional information has been requested.